Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right atrial lead exhibited oversensing of noise. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Correction: the correct lead position should have been right ventricle, rather than right atrial.

Event description:
Additional information received notes that the right ventricle lead noise over-sensing is reoccurring and causing pacing inhibition. The noise was reproducible with isometric test. No intervention was performed. The patient was in stable condition.